Event description:
It was reported via repair work order that the cpu board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer who determined the siderail controls were inoperable due to a cpu board malfunction. The serial number was also revised. Customer sent a new cpu board to perform repairs. Customer performed evaluation.

Event description:
It was reported via repair work order that the siderail controls were in operable due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.